Manufacturer narrative:
This report is submitted on march 08, 2023.

Event description:
Per the clinic the device was explanted in 2018 (specific date not reported) due to poor performance. It is unknown if there are plans to reimplant the patient as of the date of this report.